Event description:
It was reported that the patient presented for a routine generator replacement. Prior to the procedure, the patient's right atrial lead exhibited low, out-of-range impedance. The right atrial lead was capped and replaced on (B)(6) 2024. The patient was stable.